Event description:
In 2007, this patient was treated for a contained rupture secondary to an mca with a gore tag thoracic endoprosthesis. The procedure was successful and the patient went to post-op in good condition. On the next day, the patient had a CT that looked good and showed no infolding. On nine days later, a predischarge CT was taken on the asymptomatic patient and it showed infolding of the device. The physician explanted the device and replaced with a prosthetic aorta. The patient is doing well.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.